Event description:
During orif of femur, hydraulic fracture table suddenly lowered head of bed putting pt in trendelenburg position. Hydraulic fluid leaked all over floor. Pt put on second fracture table - reprepped and redraped. Procedure delayed approx 45 mins.